Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: launcher ebu 3. The additional mini trek is being filed under a separate medwatch report. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). The mini trek catheter was not returned for analysis which may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified lesion, such that the balloon ruptured during the first inflation at 8 atm, which is below the rated burst pressure. It is possible that an interaction with the heavily calcified lesion contributed to the balloon rupture however without the device to examine, a conclusive cause could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for balloon ruptures. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with heavy calcification. The 2.0 x 8 mm mini trek balloon was advanced and inflated; however, the balloon ruptured during the first inflation of 8 atmospheres (atm), for 3 seconds. A new 2.0 x 8 mm mini trek balloon was advanced and inflated; however, this balloon ruptured on the first inflation of 8 atm, for 2 seconds. The patient was scheduled for rotablation of the lesion. There were no adverse patient effects. No additional information was provided.